Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the set screw on the pacemaker had a loose connection and could not be tightened. The physician opted to replace the device during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of the torque wrench not clicking when tightening the setscrew was confirmed. Analysis found that the user stripped the ventricular and atrial setscrew inset with a torque wrench. Both were due to incorrect wrench insertions into the setscrew. No device anomalies found. The torque wrench functioned normally.